Event description:
It was reported that the patient did fall and land on their ipg site and the reported issue occurred after that. The patient's original discomfort at the ipg site has resolved post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the patient¿s ipg was moved to the abdomen. Therapy has been restored post-op.